Manufacturer narrative:
The ge representative conducted an on site investigation. The cine hard drive disk, the cine bridge pcb, the generator interface board, the image processor pcb, the tcard, the bracket, and the fiber channel cable were replaced. The real time operating system was reloaded and the power supply was checked. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.